Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. On (B)(6) 2018, the patient had the mesh removed "because it let loose", and had a second hernia repair procedure. The patient reported some pain as a result of the additional procedure but is recovering. Additional information has been requested.